Event description:
It was reported that during the implant attempt of the right ventricular lead the helix extended without the physician input and a helix issue was suspected. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. It was further noted that the helix of the lead was extrinsically bent and the lead became extrinsically distorted due to pulling/stretching/overstress. The v visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).